Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient presented for follow-up. Patient reported pressure in neck, pain in back of head and spasms. Patient was getting sensitive to touch. Patient underwent x-rays. Impression: progressing slowly following c6-c7 acdf. On (B)(6) 2011, patient presented for follow-up. Patient reported increased neck pain, swollen hands and increased migraine headaches. Patient underwent cervical spine x-rays which showed solid fusion of c4-c5, c5-c6, and c6-c7. Impression: c6-c7 anterior cervical decompression and fusion. On (B)(6) 2011, patient underwent CT scan lumbar spine w/o contrast. Impression: no evidence of significant disc disease in the lumbar spine, with the exception of a focal left paracentral disc extrusion at l 1-l2 abutting the anterior aspect of the thecal sac. On (B)(6) 2011, patient presented for follow-up. Patient reported neck pain with some numbness into both upper extremities and occasional weakness. Patient underwent x-rays of cervical spine. Impression: status post anterior cervical fusion from c4-c5 to c6-c7 with c6-c7 being the most recent one about 13 months ago, which appears to have underwent a failed fusion due to probable sporadic changes in the endplates of the disk space rendering the vascularity somewhat compromised. The procedure worked quite well for c4-c5 and c5-c6. On (B)(6) 2012, patient presented for pre-op exam for c6-7 fusion surgery on (B)(6) 2012. Patient reported neck pain and continued discomfort in the cervical spine with decreased motion secondary to her previous surgeries as well as discomfort. On (B)(6) 2012, patient underwent following procedure: c6-c7 posterior fusion using rhbmp-2 and allograft, c5-c7 vertex segmental instrumentation with c-arm; for a pre-op diagnosis: failed anterior cervical fusion c6-7, status post c4-5, c5-6 anterior fusions with union. Per-op notes: decortication was performed decorticating the lamina and lateral facet joints at c5, 6, 7 particularly between c6 and c7. Then rhbmp-2 was placed against c5-c7 covering the interval nicely. Half of the bone graft sponge was also placed between c5 and c7 with good contact. No complications were reported during the procedure. On (B)(6) 2012, patient presented for follow-up 8 days post cervical fusion. Patient reported pain. Patient underwent x-rays of cervical spine. Impression: failed c6-c7 fusion status post c5 to c7 posterior cervical fusion. On (B)(6) 2012, patient reported progressive neck pain. On (B)(6) 2012, patient reported increased neck pain and concerns of possible infection at incision site. Patient reported increased tenderness at surgical incision, nausea and diarrhea; pain medications made her face and head numb. Patient underwent x-ray of cervical spine. Impression: internal fixation device from c6 and c7. On (B)(6) 2012, patient presented for follow up post-op cervical fusion. Patient reported neck pain which was better compared to previous visit. Patient underwent x-ray of cervical spine. Impression: good position of the instrumentation at c5 to c7. Bone grafts are visualized on (B)(6) 2012, patient presented for follow-up. Patient reported spasms and pain in her neck. X-ray examination showed good position of the instrumentation posteriorly from c5-7. Difficult to say whether there is bone growth but is no sign of loosening of the hardware. On (B)(6) 2012, patient presented for follow-up. Patient reported pain going across both shoulders, down into elbows, worse in left side. Needs help with getting out of bed and cannot drive. Brace helps with pain when takes it off feels a lot of pressure, skin on back of neck had become very sensitive, could hardly comb hair, lost hair and scalp had become sensitive. Assessment: 1. Intervertebral disc degeneration cervical 2. Arthrodesis status postsurgical 3. Intervertebral disc degeneration lumbar 4. Postlaminectomy syndrome cervical region. On (B)(6) 2012, patient underwent CT scan of cervical spine without contrast. Impression: status post anterior spinal fusion at c4-5 and c6-7 with interval posterior fusion spanning the c5 through c7 levels as above. Alignment is satisfactory and there is no definite abnormal lucency surrounding any of the screws to suggest loosening. Sensitivity is however decreased due to streak artifact. There is evidence of bony fusion at c4-5, c5-6, and c6-7 which is most solid at c5-6. On (B)(6) 2012, patient reported chest pain. Patient underwent x-ray. Findings: the lungs are clear. There is no pneumothorax. There are no pleural effusions. The cardiomediastinal silhouette is normal. The visualized osseous structures are normal. Impression: negative on (B)(6) 2012, patient presented for follow up. Patient reported spasms, continued hypersensitivity of the soft tissues around her neck. On (B)(6) 2013, patient presented for follow up. Patient reported constant pain more on left side with tingling and numbness to her hands, continued hypersensitivity in left posterior cervical region and into both shoulders, patient was also weak. Exam showed posterior cervical soft tissues continue to be extremely hypersensitive. Light touch and a pressure from her suboccipital region to intrascapular region elicits obvious pain response. On (B)(6) 2013, patient presented for follow up. Patient reported significant pain in neck. On (B)(6) 2013, patient reported increased pain in her neck with hypersensitivity across her shoulders and increased pain into her left arm. On (B)(6) 2013, patient reported neck pain with radiation down both arms with numbness and tingling in fingers, generalized pain throughout her cervical spine as well as in the thoracic spine and shoulders, pain in arms, significant pain in the lower lumbar region. Patient reported that drinking any liquids gets pain in shoulders with radiation down shoulder blades and pressure in head which makes her feel like she is going to pass out. Patient reported muscle spasms in neck with radiation down shoulders, neck gets stiff with very limited rom, pain in graft area lower back from previous surgery. Patient was diagnosed with chronic pain syndrome. On (B)(6) 2014, patient reported increasing neck pain on right side radiating into the upper right extremity.